Event description:
The patient had an acl reconstruction using an allograft and 2 milagro interference screws in 2005. He initially did well but in 2006, he noticed the onset of pain and swelling which gradually became worse despite medical treatment. Four months later, a repeat arthroscopy revealed a diffuse synovitis and the presence of numerous particles which were the breakdown of the milagro screw. This was verified by surgical pathology. The pt continued to have pain and swelling and was referred to ucsf for further treatment and surgery. I believe the pt will have permanent swelling and arthritis as a result of the milagro screw fragmentation. I have had a series of complications following use of the milagro screw which I did not have for the 15 years prior to its use and have not had after I stopped using the screw over a year ago. I have submitted detailed reports of each of these complications to the mitek rep who assured me that the cases would be submitted to the FDA. That obviously has not happened. If one orthopedic surgeon has multiple complications from using the milagro screw, there must be numerous other cases that are not being reported to the FDA. My experience makes me feel that the milagro screw causes much harm and should not be used. Dates of use: 2005 - 2007. Diagnosis or reason for use: acl reconstruction. Event abated after use stopped or dose reduced? No.